Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported the lead demonstrated intermittent failure to capture as a result of reprogramming the left ventricular lead in response to the extracardiac stimulation that was occurring. The lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.